Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the lens was torn when pulling the plunger out. The doctor removed the damaged lens from the patient's eye and used a backup to complete the procedure. The next day the patient had corneal edema. The symptoms resolved. Additional information was requested.

Manufacturer narrative:
The delivery system was not returned for evaluation. The lens was returned small monofilament blister tray. Blood and solution are dried on the lens. One haptic is broken gusset area (not returned). The optic is torn with a portion removed (returned). A qualified viscoelastic was indicated. The root cause for the observed lens damage cannot be determined. The device was not returned for evaluation. Lens damage may occur: due to rapid advancement faster than the directions for use (dfu) recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with viscoelastic, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. The manufacturer internal reference number is: (B)(4).